Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient had a shocking/jolting sensation when she sat. The patient also stated that when she slept, it would turn and she would pull the leads. The implant was moved in early 2006 from her lower back to her abdomen. The implant was sewn into her muscle. It was further reported that the patient had received a new battery on this date in 2006. However, implant records for the company do not show a device dating prior to 2007. Additional information was requested, if received a follow up report will be sent.